Manufacturer narrative:
The patient tracking form does not indicate the reason for the valve explantation. The present case has been deemed reportable in conservative way. The reintervention, without a clear reported reason, can be considered potentially a serious injury. On basis of the information available, is not clear if the replacement of the r5-023 with a r5-025 (same brand and model but bigger size) was due to a potential deficiency in the performances or to anatomical and/or phisiological reasons. The review of the device history record is ongoing. Valve not available.

Event description:
Information from patient trkg ((B)(6) 2016): we received a 2nd prf for patient ((B)(6) male, dob (B)(6) 1969) who has a r5-023 implanted in 2013. Details as: r5-023 sn # (B)(4) implanted on (B)(6) 2013 at (B)(6) med ctr (B)(6). R5-025 sn # (B)(4) implanted on (B)(6) 2016 at (B)(6) med ctr (B)(6).

Manufacturer narrative:
Based on the information provided, this was a case of paravalvular leak. A carbomedics reduced aortic valve, size 23 was originally implanted. This was later explanted and replaced with a carbomedics reduced aortic valve, size 25. This suggests that the event may be attributable to a mis-sizing. However, given that the device was not available for analysis, no further investigation can be conducted at this time.

Manufacturer narrative:
The manufacturer received the following additional information on (B)(6) 2017. The valve was removed due to a paravalvular leak. The patient was discharged without incident and is doing well to date. A complete manufacturing and material records review for the device was performed on (B)(6) 2017. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the review conducted, no manufacturing deficits were identified. However, as the device is not available for return, no further investigation can be performed at this time, and the root cause of the event cannot be determined. The manufacturer is aware of the late reporting of this additional information. Device not available for return.